Manufacturer narrative:
The device was returned to the regional repair center for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: switch front panel control shortcut due to a short circuit in switch front panel control, the switches of the scope/camera head do not work. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited s short circuit in the switch front panel control. There was no patient involvement.